Manufacturer narrative:
The reported events of long tether procedure meeting resistance and getting stuck, inability to release device and premature device separation while attempting to re-dock were not confirmed. As received, a complete catheter was returned in one piece with the valve-bypass-tool position all the way distal covering the distal end. Visual examination noted blood on the support coil and tether bullets. X-ray examination found torque coil offset, which is consistent with procedural damage. Dimensional analysis of the tether bullets, distal wires, protrusion length and bullet offsets were measured within the product specification. After cleaning the support coil and tether bullets, functional test of the catheter was performed, the returned device was able to be loaded, docked, and released without difficulty.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker would not release from the delivery catheter after fixation. Resistance was felt while trying to activate long tether mode. The device was attempted to be re-docked for re-positioning, however, while attempting to do so it there was resistance and it then spontaneously separated from the catheter. Immediately after, the device dislodged from the heart's tissue stayed in the atrium. The device was successfully retrieved, and a new one was implanted. There were no patient consequences.